Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was beeping and the display was blank. Customer stated that the display returned after three battery changes. Blood glucose level at the time of the incident was not provided. The customer reported receiving an off/no power alert without receiving a low battery alert first. During troubleshooting, the device failed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected beeping or self-test failure noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies or off no power without low battery indicator noted. Unit received with cracked case at the display window corners.